Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was the patient broke their humerus distal to an reverse shoulder prosthesis. The in-vivo length of service for the patient's implant was 3.1 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for the fracture was reported as a fall. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and breaking their humerus distal to the reverse shoulder prosthesis (rsp) implanted over 3 years ago. Our implants did not fail, but needed to be revised due to the fracture. The surgeon did not change any components in the glenoid, but had to remove the stem, shell and liner due to loosening from the fracture. He reimplanted a long altivate stem with a +8mm spacer and +4 semi constrained liner.